Event description:
It was reported that during preparation of the 3.0x60mm armada 14 balloon dilatation catheter, it was noted the balloon was perforated. Another armada balloon catheter was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported tear in the balloon was not confirmed; however, a pinhole rupture was noted on the returned device, which is likely what the account perceived as the reported complaint. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported tear in the balloon or noted pinhole rupture on the returned device is related to a potential product quality issue. Possible factors that could contribute to a balloon tear and/or material ruptures include, but are not limited to, balloon damage during processing of the balloon material, handling damage, inflation technique and insufficient preparation. Return device analysis noted a pinhole like rupture/tear in the balloon material. In this case, it is possible that the balloon became damaged during sheath removal and/or during preparation such that a pinhole like rupture/tear occurred; however, a conclusive cause cannot be determined since limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.